Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for esophageal dilation performed on (B)(6) 2025. During the procedure, the tech started to inflate the balloon to 18mm, and a leak was noticed. The tech then grabbed another cre pro wireguided dilatation balloon, and the same problem occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event.